Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead found the poly tetrafluoroethylene (ptfe) stylet coating was bunched up/clogged with the inner coil at the connector region. A stylet could not be inserted due to bunched up inner coil at the connector region consistent with procedural damage. The cause of the reported event was due to bunched up inner coil/ptfe coating of the stylet.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to advance within the left ventricular (lv) lead. The lv lead was not used and was replaced. The patient was in stable condition.